Event description:
This lv lead was implanted on (B)(6)2015 and was explanted on (B)(6)2018. A call placed to technical services on 05/23/2018 staling that this lead was a part of a system explant due to erosion. The patient was stable and not symptomatic. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).